Event description:
It was reported that during an attempted implant, the lead experienced non-capture at 10 volts, while other parameters were within range. Multiple attempts at repositioning the lead were made, however with the same results. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)